Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been provided to date.

Event description:
It was reported that there was a leakage between the cassette and extension set. The patient reported difficulty when screwing the two together as a resistance was felt. This happened with 2 cassettes. No patient injury was reported.